Event description:
A (B)(6) male patient contacted zoll customer to report that his battery charger/modem would not power on properly when the battery pack was inserted. The patient was provided with a replacement battery charger/modem and a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/model sn (B)(4) has been completed. The reported problem (battery charger resets) has been confirmed. As received, the battery charger was resetting. The cause was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). In addition, there were bent pins on the battery pca board. The root cause of the bent pins was unable to be positively determined, but may have been caused by physical abuse. Device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery fault) has been confirmed. Upon investigation the battery pack was unable to power on a monitor and charge in a charger. Battery has been returned to supplier for root cause investigation.